Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on all conductors (not obstructed), the defibrillation conductor was fractured (overstress), the proximal conductor was fractured (overstress), outer tubing overlay cosmetic environmental stress cracking, the outer insulation was torn, exposed defib coil white substance, the outer insulation had a cosmetic depression, there was apparent explore did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted with one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2010 02:15:03. The weekly pace lead impedance trend data shows min and max rv pace from 704 to 3296 ohms, between (B)(6) 2010 and (B)(6) 2011.

Event description:
It was reported that the right ventricular lead had high impedance which increased steadily until it reached an out of range level. The lead was explanted and replaced. No patient complications have been reported as a result of this event.